Manufacturer narrative:
The device has not been returned to mmdg for evalution and is not expected to be returned. Because the actual device could not be inspected, mmdg has been unable to confirm the complaint.

Event description:
The initial reporter states the pump had a stuck prime key. They also stated that they tried restarting the pump several times, but they were unable to get the prime key to work. The initial reporter stated they were having trouble infusing an antibiotic dose. Mmdg did make attempts to follow up, but no additional information was obtained. (B)(4).